Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had a loss or change of therapy. It was noted that they did not feel stimulation and had a fall that could be related to the issue. They stated that it hadn't been working for a long while, noting that it was the last two months or so. They couldn't change the settings and wanted to increase the stimulation, noting that it started just a few hours prior to the report. It appeared that they didn't have the stimulation on and that could have been why they were having a return of symptoms. The fall happened in the bathtub about two months, or so, prior to the report. It was found that the stimulation was off and they were on program 3 at 0.6 volts (v). They successfully turned the stimulation back on and moved to program 2 at 1.2 v, but they increased it to 1.4 v. They then felt stimulation and was going to try that setting. There were no further complications reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the patient. Patient stated that their device was working, and that it only did not work for half of a day when they initially reported the event. No further complications were reported.